Event description:
It was reported that during a procedure involving the evolutfx-26 valve, initial vale deployment appeared to be at a depth of approximately 3 mm on the non-coronary cusp. Following the implant of this first valve, however, a depth of about -1 mm and aortic insufficiency was noted. It was suspected that, upon withdrawal of the pigtail catheter, the catheter pulled to valve up to this new depth. A new valve was loaded into a new delivery catheter system and inserted into the patient. There was difficulty passing the second dcs through the first implanted valve as the dcs caught the inner aortic curve tab. The dcs was subsequently pulled into the ascending aorta, resulting in the loss of wire placement. The patient's blood pressure dropped, and cardiopulmonary resuscitation (CPR) was initiated with the underlying rhythm being asystole. Left femoral artery big sheath access was established and the dcs was successfully advanced through the outflow of the first valve. The second valve was deployed too deep at a depth greater than 14 mm so the valve was partially recaptured. During CPR, the valve was re-deployed at approximately 6 mm, but it was noted that the second valve moved to the same level as the first implanted valve. The procedure was delayed by at least one hour. Despite efforts, the patient experienced a possible aortic dissection, which was considered a possible cause of death. Coronary flow was confirmed twice during the procedure.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-26, serial/lot #: (B)(6), ubd: 07-feb-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the evolutfx-26 valve, initial vale deployment appeared to be at a depth of approximately 3 mm on the non-coronary cusp. Following the implant of this first valve, however, a depth of about -1 mm and aortic insufficiency was noted. It was suspected that, upon withdrawal of the pigtail catheter, the catheter pulled to valve up to this new depth. A new valve was loaded into a new delivery catheter system and inserted into the patient. There was difficulty passing the second dcs through the first implanted valve as the dcs caught the inner aortic curve tab. The dcs was subsequently pulled into the ascending aorta, resulting in the loss of wire placement. The patient's blood pressure dropped, and cardiopulmonary resuscitation (CPR) was initiated with the underlying rhythm being asystole. Left femoral artery big sheath access was established and the dcs was successfully advanced through the outflow of the first valve. The second valve was deployed too deep at a depth greater than 14 mm so the valve was partially recaptured. During CPR, the valve was re-deployed at approximately 6 mm, but it was noted that the second valve moved to the same level as the first implanted valve. The procedure was delayed by at least one hour. Despite efforts, the patient experienced a possible aortic dissection, which was considered a possible cause of death. Coronary flow was confirmed twice during the procedure. Additional information was received that the aortic regurgitation observed, was severe paravalvular leak (pvl) and severe central aortic regurgitation. The deployment starting point was at the bottom of the pigtail catheter, and the valve dislodged aortic. A medtronic (confida) guidewire was used during the procedure. Per the physician, the second valve could have been a contributing factor to the death, and both dcs could be excluded as contributing factors. Additionally, the patient¿s underlying medical history did not cause or contribute to the death. Additional information was received to report there was likelihood of the medtronic guidewire being replaced by a non-medtronic guidewire during the case. Per the physician, the medtronic guidewire did not contribute to the event.

Manufacturer narrative:
Continuation of d10: product ID {gwbc30}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} the codes present in section h6 correspond to multiple components/products that comprise this reported event. Updated data: b5. H6. H11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the aortic regurgitation observed, was severe paravalvular leak (pvl) and severe central aortic regurgitation. The deployment starting point was at the bottom of the pigtail catheter, and the valve dislodged aortic. A medtronic guidewire was used during the procedure. Per the physician, the second valve could have been a contributing factor to the death, and both dcs could be excluded as contributing factors. Additionally, the patient¿s underlying medical history did not cause or contribute to the death.